Manufacturer narrative:
The reader has been returned and investigated. Visual inspection of the reader and usb/charging cable were performed. No issues were observed. The power adapter set current was at 0.55a and voltage at 4.88v, which is within the 4.75v-5.25v range. Power adapter test passed with no issues. The reader was de-cased and no issues were observed upon visual inspection. The power consumption test was performed and result was found within the specification. An extended investigation has been performed for the complaint for battery life/fast draining. No malfunction or product deficiency was identified and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. The customer was unable to obtain readings due to a fast-draining battery. As a result, the customer experienced a loss of consciousness and a seizure. It is unknown what if any, treatment was undertaken either via self or third-party. There was no report of death or permanent impairment associated with this case.